Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and sensor with inaccurate readings. Customer stated the auto mode feature was not working. Blood glucose level at the time of the incident was 64 mg/dl and sensor glucose was 164 mg/dl. Blood glucose at the time of the call was 54 mg/dl and 53 mg/dl with another meter. Customer treated with candies. Customer was assisted troubleshooting for auto mode feature. The insulin pump was not replaced or returned for analysis. Frn-unk-rsvr; ozp-mmt-7020-snsr; unomedical set.